Manufacturer narrative:
Device evaluation is pending. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
Report stated posterior capsule rupture that occurred right after iol implantation. Patient prognosis is reported as good, and the surgeon did not need to enlarge the incision to remove the iol.

Manufacturer narrative:
Complaint evaluation details from (B)(4) - the lens was stuck inside the injector tip. The leading haptic was torn. The leading and the trailing haptic were untucked. The cartridge tip was cracked. The slider and the rod could not advance. Trace of lubricant was found inside the injector tip and on the lens. No abnormalities were found in production and inspection records of the product. Root cause was not determined. (Serial no. (B)(4) - model 250).

Event description:
Report stated posterior capsule rupture that occurred right after iol implantation. Patient prognosis is reported as good, and the surgeon did not need to enlarge the incision to remove the iol.